Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced loss of therapy. The patient stated that it has not been working real well and that started since shortly after they had it put in. It started not working well a couple months after the implant and if they turned it up too much their whole body vibrated. They thought the patient was having a problem with their l4 that could be a reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.